Event description:
The device was used on a lap/gyn proceudre. Reportedly, the device safety shield failed to retract to allow for penetration. The surgeon used another device. The hosp has reprted no pt injury.